Manufacturer narrative:
Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Concomitant product: model number: 4101. Serial number: (B)(6). Model description: neurostimulator. Unique identifier (UDI): (B)(4). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device, however the device was disposed by the explanting provider. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator experienced inadequate stimulation due to lead migration. It was also noted that the neurostimulator was nearing end of life. Imaging confirmed the lead migration. The lead was revised, and the battery was replaced. The patient was doing well, and symptoms were being managed effectively. The reported cause of the migration was a fall. No patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, neurostimulator: ((B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator experienced inadequate stimulation due to lead migration. It was also noted that the neurostimulator was nearing end of life. Imaging confirmed the lead migration. The lead was revised, and the battery was replaced. The patient was doing well, and symptoms were being managed effectively. The reported cause of the migration was a fall. No patient complications were reported.